Manufacturer narrative:
Continued e1 (phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a0412 - material rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported right rupture. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Healthcare professional reported right rupture. Later healthcare professional reported "fibrous capsule with synovial metaplasia and chronic nonspecific inflammation". Device was explanted and replaced.

Event description:
Healthcare professional reported right rupture. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on jun 03, 2025, with lot number 2368558. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed an opening assessed as unidentified (tear) opening as per the investigation procedure, creases, wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.